Event description:
Davinci robot identified a recoverable fault and displayed the message "vessel sealer blade exposed". Instrument removed from robotic arm the tips were cleaned and was redocked with the vessel sealer still not working. FDA safety report ID # (B)(4).